Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient's pump ran dry and it "locked up." The patient's practice were going to quit filling pumps. They gave the patient three places that filled pumps. The patient called all three and none of them refilled pumps. No symptoms were reported. The pump ran dry about a year prior to (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicated regarding clarification of the pump locking up; the pump ran dry and locked up. The circumstances that led to the pump running dry included ¿cps went out of business.¿ the "pump was replaced and filled on (B)(6) 2019." The patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.